Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure the lead exhibited high impedance. The lead was disconnected and cleaned and once again reconnected to the device header, again impedance measured high. Other electrode combinations were all well within normal limits, it was agreed to go ahead and implant the lead by the physician. The patient would be monitored. The patient's condition was stable.